Event description:
The pt's right leg was pinned between the detector and table when the detector moved past its programmed stop position while the system was homing. Motion was stopped by the motion encoder circuit. The cause of the continuous motion is unclear. Ice was applied to the pt's leg; radiographs were negative. The pt walked out of the facility under her own power. The system has been modified with collision sensing hardware and control software/firmware.